Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in france. During the survey, allergic reactions, anesthetic and contrast media complications, cranial nerve palsy, disabling stroke, in-stent restenosis, intra-procedural aneurysmal rupture, neurological deficit, vasospasm were reported to have occurred. No further information is available.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform atlas stent. The survey was conducted in france. During the survey, allergic reactions, anesthetic and contrast media complications, cranial nerve palsy, disabling stroke, in-stent restenosis, intra-procedural aneurysmal rupture, neurological deficit, vasospasm were reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. The reported event was unable to be confirmed, and it cannot be confirmed if the device met specification, as the product was not returned. It was reported that aa post-market clinical follow-up (pmcf) survey was conducted for the neuroform atlas (device number unknown ¿ quantity 24), and neuroform ez (device number unknown ¿ quantity 16) and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. The risks of patient allergic reaction, patient complications, patient stroke, patient vessel restenosis, patient vessel thrombosis, nv patient aneurysm rupture, patient neurological deficit and patient vasospasm serious are documented in the atlas dfu, as potential adverse events which can occur as a result of these type of procedures. Therefore, an assignable cause of anticipated procedural complication, will be assigned to patient allergic reaction, patient complications, patient stroke, patient vessel restenosis, patient vessel thrombosis, nv patient aneurysm rupture, patient neurological deficit and patient vasospasm serious.